Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no low battery alert and failed battery test noted. Pump received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm in the middle of troubleshooting for low battery alarm. The blood glucose was unknown at the time of the incident. Customer stated that, he has some scratches on his pump display and also states the batteries have been running out faster than normal and he stated turned the back light on to be able to read the screen or turn the pump a certain way to read it. Customer also received with low battery alarm. Customer stated that, he had to leave at this time to obtain a battery and would call back to complete troubleshoot if needed. Customer advised to discontinue use of the pump and revert to a back-up plan. Customer advised to monitor the pump and call back if issue recurs. The insulin pump will be returned for analysis.